Event description:
It was reported: "the screwdriver broke in the middle of the surgery when the surgeon was screwing with it. The surgeon reported that before screwing he noticed that the print (spot hole) of the screwdriver was damaged but he used it." There was no reported pt injury or increase in surgery time due to this malfunction.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.